Event description:
The customer reported having high blood glucose of 576mg/dl. The customer stated that she tried to lower her blood glucose. Asked customer if the paramedics should be called. The customer stated that her husband would call the paramedics. It was also stated that the customer was sick to her stomach. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.